Event description:
A patient undergoing surgery had a nim endotracheal tube placed with four wires built into the plastic tube to allow for monitoring of laryngeal nerve function intra-operatively. At the conclusion of the case, the decision was made to leave this et tube in place rather than trying to switch to another et tube so as not to lose the airway. There was concern that the four wires coming from the et tube might be problematic with a lightly sedated patient, so the wires were pulled out. The extruding wires came out with minor resistance. Later, when staff attempted to suction, they met resistance in the airway - a bronchoscopy revealed a "bird's nest" of wires in the lumen. The et tube was replaced by another et tube of smaller size. None of the exposed wires came in contact with the patient's tissue, and the patient was not harmed.